Manufacturer narrative:
Other, other text: the complaint sample was returned for evaluation. Visual inspection of the returned device by the unaided eye did not reveal any defects with the device. The device was leak tested; no leaks were detected. Based on limited information in the complaint description, it is unknown whether the complainant was using sterile water or air to inflate the cuff. If air is used, the cuff will deflate sooner than expected and allow air to pass around the tube, which may cause a whistling noise. The amount of sterile water used to inflate the cuff is unknown. If the cuff was overfilled, it could result in tracheomalacia, which may cause a vibrating noise. No manufacturing defect was identified with the returned device; the complaint was not confirmed. No corrective actions are planned at this time. Analysis is performed on complaint data and trends; further actions are taken, accordingly. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device expiration date and device manufacturing date not available.

Event description:
It was reported the device whistles. No patient injury was reported. Additional information received via customer response email on 11-oct-2022: no additional information is available for this complaint.